Event description:
The pt was being fed using a pump. Rptr stated the pump was set to deliver 50 ml/hr. 200 ml were delivered while the pt was sitting up, but runs at 50 ml/hr when the pt is lying down. There was no illness, injury or medical intervention resulting from the event. One pt involved.